Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8100 bad pressure sensors. 8100 sn: (B)(4) customer wanted to know could he change his pressure sensors or did he have to send the 8100 in. I explain to the customer that he could repair his 8100 himself, but now if he wanted to send the 8100 in then he could. I informed him that he would need a po. The customer said never mind that I will just fix the 8100 myself. So I give the customer the part number for the pressure sensors and transfer the call to com for pricing. The customer said thank you before I transfer him.